Event description:
Prior to catheter placement, balloon was tested and intact. Immediately after placement, balloon was inflated and wedge pressure was obtained. One day later, medical and nursing staff were unable to obtain wedge pressure from thermodilution catheter, and blood was returned in the syringe. The catheter was removed. Upon removal, nurse noted that balloon had ruptured.manufacturer response (as per reporter) for thermodilution catheter, (brand not provided):requested device be returned and product complaint form completed.

Event description:
Prior to catheter placement, balloon was tested and intact. Immediately after placement, balloon was inflated and wedge pressure was obtained. One day later, medical and nursing staff were unable to obtain wedge pressure from thermodilution catheter, and blood was returned in the syringe. The catheter was removed. Upon removal, nurse noted that balloon had ruptured.manufacturer response (as per reporter) for thermodilution catheter, (brand not provided):requested device be returned and product complaint form completed.